Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were unable to communicate with the server and health sight viewer were unavailable. A technical support specialist confirmed that the network issue was resolved by the hospital information technology team. The system functioned as intended after the hospital information technology team resolved the issue reportedly there were having system outage issues at the facility due to network/domain issues. The site pharmacy confirmed the issue is no longer happening.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user request to set all stations on critical override mode, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.